Event description:
It was reported to covidien on 01/22/2009 that a customer had a problem with an electrode. The customer reports a pt may have coded and was rapidly de-compensating. The pt was transferred from a nursing home to the hospital for urgent cardiac monitoring. Leads were applied but no reading was obtained. During troubleshooting, it was noted that one of the electrode pads had no gel in it. The pts condition stabilized and was transferred back to the nursing home on (B) (6) 2008.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion the results will be forwarded.